Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was report was confirmed. The unit was not producing an image due to a printed circuit board failure. Meaning, 180 series scopes were not recognized, and image failures were present with 190 camera heads. The connector was found worn as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was providing an intermittent image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the intermittent image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the endoscope was not recognized by the video system center. The endoscope detection problem was likely related to the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.